Manufacturer narrative:
Concomitant medical products: dtmb1d1, crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that double counting of r-waves was observed on the right ventricular (rv) lead during a run of premature ventricular contractions. The lead remains in use. No patient complications have been reported as a result of this event.